Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reported an irritation under the front therapy electrode. Patient reported that the area was red but not broken. There was no alleged device malfunction contributing to the irritation. Patient was prescribed a lotrisone cream by a physician while in the hospital. There is no indication that the patient was in the hospital due to the irritation. Follow up indicated that the rash has cleared up.